Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the infraclavicular vessel. An 8.0x30x135cm express ld vascular stent was selected for use. However, upon flushing, it was noted that the stent was loose on the balloon and the device was not used due to safety concern. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.